Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of sutures that "pull-off" during this procedure. Were there any patient consequences? What is the procedure name? Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened during the suturing process. The phenomenon still occurred frequently after replacing the new suture. Stop using and replace. Additional information has been requested.